Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had an increase in power consumption and flow with high watt alarms. The patient experienced hematuria. The patient received lysis therapy. Watts and flow decreased and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed from the analysis of log files which revealed an increase in pump's power consumption and estimated flow beginning on (B)(6) 2018 and rising to a peak of 6.4 watts which is above the normal operating range. 102 high watt alarms have been logged since (B)(6) 2018. The site reported that the patient experienced hematuria and received lysis therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.